Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volux¿ in the chin. The patient developed a hardened nodule and complained of pain. This adverse event took place 3 months after the procedure. There has been no dissolving treatment performed yet.